Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the left ventricular (lv) lead exhibited high pacing impedance. The programming changes were performed. The patient was in stable condition and will continue to be monitored.